Manufacturer narrative:
The report of mid09 (air trap assembly) error message event was confirmed during onsite evaluation of the thermogard xp ivtm system (sn (B)(4)) console on (B)(6) 2017. The root cause was attributed to the fluid ingress inside the airtrap sensor holes. The console was examined and the tunnels inside the airtrap sensor block were cleaned. This cleared the mid09 error message, no further issue was found and the console functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4). Customer site.

Event description:
It was reported that the thermogard xp ivtm system (sn (B)(4)) did not go through the system setup screen during system boot up, and displayed a mid09 (air trap assembly) error message. Following this another thermogard console was used for the patient's ivtm therapy. No further information was provided.